Manufacturer narrative:
(B)(4). Title: perioperative outcomes of total laparoscopic hysterectomy at a regional hospital in new zealand source: © 2017 the royal australian and new zealand college of obstetricians and gynaecologists; aust n z j obstet gynaecol 2017; 57: 81¿86. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from august 2012 to march 2015, 120 patients underwent vaginal cuff closure during a total laparoscopic hysterectomy using the suture. Overall complication rate was at 17.5%.. Major complications occurred in 3 cases (2.5%): bladder injury occurred in 2 cases (1.7%) and were managed with primary repair, antibiotic cover and indwelling urinary catheter. Re-operation in 1 case (0.8%). Minor complications occurred in 18 cases (15%): conversion to laparotomy due to bleeding in 1 (0.8%); wound infection in 4 (3.3%; hematoma in 1 (0.8%); urine retention in 5 (4.2%); urinary tract infection in 1 (0.8%); readmission in 4 (3.3%); represent with bleeding/pain in 2 (1.7%). One patient (0.8%) required interval laparoscopy for vaginal vault dehiscence. Article: philip suisted, 2016, aust n z j obstet gynaecol 2017; 57: 81¿86.